Event description:
End user states that the joystick doesn't want to turn off or on and the speed will increase sometimes. End user has run into thing because of the speed change. He also stated he can't turn unit off.